Manufacturer narrative:
The device was returned for evaluation. Investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver. Upon review of existing clinical literature and a discussion with insulet¿s medical advisor it was concluded that a cannula insertion depth of 4mm would not lead to or cause under infusion. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported his blood glucose (bg) reached 325mg/dl after wearing the pod between 36 and 48 hours. The pod was deactivated and the patient indicated the cannula was bent and no actual insertion site could not be found.